Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer, dry mouth, shortness of breath and headaches. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cancer, dry mouth, shortness of breath and headaches an issue related to a CPAP device's. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown white and light brown dust-like contamination on the blower box, white dust-like contamination on top of the blower motor and the blower motor seal, black contamination, consistent with keratin, at the air outlet of the blower box, tiny unknown black (inconsistent with degraded sound abatement foam) specks of contamination on the bottom enclosure, tiny pieces of potential hair or fiber on the rear panel, unknown black particles and potential hair/fibers (inconsistent with degraded sound abatement foam) on the front panel and top enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3, h6 has been updated in this report.